Event description:
A customer contacted beckman coulter inc. (Bci) regarding low platelet (plt) results generated by the coulter ac t diff 2 instrument. The customer states that in 2008, plt results from ac t diff 2 instrument were lower in comparison to the results obtained at the reference lab for six (6) pts. Further review of the data showed that two of the six samples had plt results flagged with an instrument generated flag. The erroneous results were reported out of the lab. Plt results obtained at the reference lab were considered correct. There was no death, injury, or change to pt treatment as a result of this event.

Manufacturer narrative:
Qc was run before and after the event. Per customer, qc was within range the day of the event. Qc data provided for october show two out of three qc runs were too high. Previously run pt samples were not rerun to confirm accurate back to the last acceptable qc run. The specimen collection and pre-analytical sample handling info was not supplied. A field service engineer (fse) was dispatched to the customer's lab: the fse performed instrument adjustments. The fse ran qc and reproducibility and results met specifications. A clear root cause for this event is unk. A malfunction will be assumed for the purpose of this report.